Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise causing pacing inhibition was noted on the right ventricular (rv) lead. The patient is not dependent, and physician is not concerned with inhibition. Programming changes were made to shut off the device therapies due to patient's improved heart function. The patient was stable and will continue to be monitored.